Event description:
During a sacrospinous ligament fixation dr. Was using the standard capio device (831-232) and suture and was able to suture once with it. The dr. Then attempted to use it again and it would not fire; she tried this several times. We then opened a second standard capio device and it worked fine. Dr. Was able to complete the case with the new device.